Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. Stent had moved distally on the balloon such that the proximal end of the stent was 7 mm from the distal end of the proximal marker band and the distal end of the stent was 5 mm from the distal end of the distal marker band. Stent strut row's 6 to 10 (counting from the proximal end of the stent) were damaged and lifted from the stent profile. The 5 most distal stent strut rows were damaged and stretched in a distal direction. The remainder of the stent appeared undamaged and the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 mm x 32 mm synergy ii stent was selected for use. During preparation, upon pulling the stent from the hoop, it was noticed that the stent was mangled on the delivery balloon. Nothing went inside the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.